Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse inspected the unit and confirmed the errors. He replaced the asm and drv2 boards with unsuccessful results. The fse then inspected the z-1 assembly and found a wire broken on z1u sensor. He resoldered the joint. There was no receiving line valve error. The fse then replaced the z1u. The instrument started up fine, but the wire router clips on z assembly failed, causing z1 assembly to break one wire. The fse resoldered the wire, reattached wire management clips. A decision was made to abort repairs on the g7 analyzer and install a g8 analyzer. No further action by fse required. The probable cause of the event was related to the ziu pcb. A complaint history review for serial number (B)(6) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported 701 errors (pulse error, y axis errors and x axis errors with the g7analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient results. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.